Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced strong jolts when turning off the deep brain stimulation using an implantable pulse generator (ipg). Additionally, jolts were experienced when a neurologist adjusted the settings, either increasing or decreasing them. The patient was currently without a neurologist, as their previous neurologist had retired. The previous neurologist instructed the patient on how to turn off the therapy and had the necessary paperwork to do so. The patient was scheduled for an electrocardiogram (EKG) and inquired whether the deep brain stimulation needed to be turned off for the procedure. The labeling was reviewed with the patient, and it was noted that the decision to turn off the therapy was a medical one. The patient declined the offer of physician listings, as they were waiting for a new medical facility to be completed nearby.